Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
The sales representative reports that a surgeon wants to complain about the breaking of an exeter stem. The stem breaking by the tip area.

Event description:
The sales representative reports that a surgeon wants to complain about the breaking of an exeter stem. The stem breaking by the tip area.

Event description:
The sales representative reports that a surgeon wants to complain about the breaking of an exeter stem. The stem breaking by the tip area.

Manufacturer narrative:
The event was not confirmed as no device was returned for evaluation and no device was returned for evaluation. Device history review indicates all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.